Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, test and prime tests. The device was received stuck in motor error loop during bolus and or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had missing end cap sticker, cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window, minor scratched lcd window, cracked case at window display corner, cracked belt clip slot, and cracked lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer's blood glucose reading was 419 mg/dl. Nothing further reported.